Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The device was visually evaluated. Upon evaluation, the active tip of the device showed signs of activation and there was a section of the active loop missing. There was a bend in the shaft of the device but it cannot be indicated at what point this damage occurred. The fracture faces of both active and return sides of the loop indicate signs of a brittle fracture. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a myomectomy on (B)(6) 2014 and an electrosurgical device was used. During the procedure, the handle broke. Another like device was used to complete the procedure with no adverse patient consequences.